Event description:
It was reported that approximately 142 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear and pain. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6) - 02-010-01-0240 - logic femoral ps cem left sz 4. (B)(6) - 02-012-35-4013 - logic tibia ps mod insrt sz 4 13mm. (B)(6) - 02-012-41-4030 - logic tibia traptray cem sz 4f/3t. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00050. The revision reported may have been the result of patella wear and an insufficient bone between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening after being implanted for nearly 12 years. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs/operative notes were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.